Event description:
The user facility reported during a procedure, the pin came out of the retractor. The pin was retrieved from the pt and submitted with the instrument for eval. The instrument was in used from 2/7/07 to 3/8/07. No pt injury is reported.